Event description:
The product was applied during an unspecified plastic surgery procedure involving one pt. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.